Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was first filled with 50ml (milliliter) of sodium chloride, then second fill of fortum, and third fill of 50ml of sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 375 mg/dl, and 198 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.